Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/11/2013 with the following findings:the battery compartment was cracked from the threads to case seal. Corrosion in the battery compartment. Battery cap threads stripped unable to use battery cap. Test cap used to complete investigation.leak test failed due to battery compartment crack. Opened pump and removed from case. There was no moisture or corrosion on the internal components of the pump just in battery compartment.pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Force sensor calibration reading was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery compartment was cracked and the threads were stripped on the battery cap. There was a leak at the cattery compartment crack. This report is made based on the results of an investigation completed on 11/11/2013.